Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was presented for implant procedure. After the atrial and ventricular leads were successfully placed, the operator prepared to place the pacemaker. When the pacemaker was connected with the lead, the pacemaker exhibited setscrew anomaly; the screwdriver turned and gave a click, and then there was no sound. The ECG suggested that the ventricle was not effectively paced. The setscrew was un-screwed and screwed back, there was no clicking sound. The pacemaker was replaced to address the issue. The patient was in stable condition

Manufacturer narrative:
The reported complaint of loose or intermittent connection was confirmed. Analysis of the header revealed the ventricular setscrew inset was stripped from improper tool insertion, this is consistent with user error. The device was received in normal mode. Analysis performed including electrical, mechanical and environmental stress testing indicated the device exhibited normal characteristics. The device battery voltage is normal and above eri level, and the pacing output was stable and normal throughout the entire tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.